Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring, and other injuries as they become apparent. No further information has been provided.